Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the spyscope ds ii catheter image started to flicker and three points appeared on the screen. Tried turning on and off the controller and it functioned for a few seconds, then the image was loss again. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the spyscope ds ii catheter image started to flicker and three points appeared on the screen. Tried turning on and off the controller and it functioned for a few seconds, then the image was loss again. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.